Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The investigation also determined that this device also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise and oversensing of the minute ventilation (mv) sensor as observed on an atrial tachy response (atr) episode. In addition, the pace impedance measurement was noted to be around 1600 ohms, which is high but within normal specification limits, and subsequently dropped down to 600 ohms. Boston scientific technical services (ts) provided guidance to boston scientific representative (rep) to bring the patient into the clinic, program off the respiratory rate trend (rrt) and troubleshoot the impedance issue. The device remains in-service. No patient symptoms or adverse patient effects were reported.